Event description:
It was reported that during an open sigmoid colectomy procedure, the surgeon reported that after her fa fired the device she noticed that there was an incomplete staple line anterior and right lateral (anotomy where the staples were still in an "open shape"). The remainder of the staple line seemed to have formed properly. Additionally, when the fa tried to remove the device she was unable to due to the anvil head catching in the proximal portion of the anastamosis. At that time the surgeon opened the device as far as it would open and placed her hand between the anvil head and the stapler to forcibly remove the anvil head from the stapler trocar. At that point additional damage was caused to the staple line. Using a bovie to create an otomy, the anvil was removed from the proximal portion of the anastamosis and the stapler was removed from the rectum. According to the surgeon there were two complete donuts. The surgeon also noted that she did not hear the "crunch" typically associated with firing the stapler. The fa that fired the device also doesn't recall hearing or feeling the "crunch" either; however, secure staples were observed on the posterior and left lateral aspect of the anastamosis. The surgeon completed the case by suturing the anastamosis. There were no patient consequences.

Manufacturer narrative:
(B)(4) - uncut washer - blemished, incomplete firing cycle. The analysis results found that the cdh29a device arrived in good visual condition with several staples protruding inside the pockets and some on the device guide face. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the rep asked the surgeon if a sizer was used to determine the lumen size and no sizer was used. The rep also asked how many turns were made to open the device after firing and the fa was uncertain if she did more than 1/2 to 3/4 turns. Rep is speculating that there is a possibility that the surgeon may have chosen a stapler large than the lumen allowed and in the even the fa opened the device to far, created a vacuum or hour glass shape at the site of the anastamosis causing stress on the staple line and potentially causing the anvil head to get stuck in the proximal portion of the anastamosis. The or manager has a picture of the initial "failed" stapler line that she is trying to forward on for review. Rep will send if received. Additional information was requested and the following was obtained: original comment from the surgeon was that the picture was of the resulting staple line; however, upon review of the picture provided, it shows the anvil head just as it was separated from the stapler (after firing) in the patient abdomen with resulting tissue.